Event description:
Boston scientific received information that the patient with this device was seen in clinic after receiving three shocks. Upon interrogation the device was found to be in safety mode. The patient had recently completed radiation treatment on her right breast. The device had migrated toward the patient's right breast and it was speculated that the radiation treatment could have caused damage to the device. The patient underwent a surgical revision procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.